Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the (B)(6), and the reported event could not be conclusively determined. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Potential adverse events associated with the use of the heartmate ii lvas are listed in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-01289. It was reported that the patient continued to have ongoing short-to-shield issues since (B)(6) 2020 and it was ultimately decided that a pump exchange was necessary to reduce the risk of a pump stop. The pump exchange was performed on (B)(6) 2020. The patient's heartmate ii pump, serial number (B)(4), was explanted and serial number (B)(4) was implanted. Additional information reported that the patient expired on (B)(6) 2020 due to surgical complications. (B)(4) operated as expected. The device was not explanted and would not be returned for evaluation.